Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer observed a blue bar and flashing on the touchscreen. Additionally, an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.